Event description:
This report is based on information provided by remote service engineer rse, a bench engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen would not hold calibration. We are unable to determine if there was impact nor harm as the customer declined to provide additional information. The tempus pro is expected to return to the bench for repair.